Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had trailing haptic stuck in the injector. Despite this, the surgeon managed to implant the lens successfully, and it remains in place within the patient's operative eye. The procedure was not delayed, and there was no need to enlarge the incision. The patient has made a full recovery following the event. The customer has indicated that no additional information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.